Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook web extraction basket. The web extraction basket was used for a stone extraction in the common bile duct. The basket was put down the endoscope and wrapped around the stone. The physician attempted to remove the basket from the bile duct, but it would not come out. A cook soehendra lithotripsy handle with a cook soehendra lithotripter cable was attached to the basket and was used to crush the stone. In doing so the top of the basket broke off. The basket fragments were removed using biopsy forceps. No fragments remained in the pt and the procedure was completed with another device. A section of the device did not remain inside the pt's body. Other than removing the basket fragments with biopsy forceps, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive root cause for the reported observation could not be determined. The instructions for use for the web extraction basket includes the following statement: potential complications include but are not limited to: impaction of object. The instructions for use for the soehendra lithotriptor handle compatible with the web extraction basket for lithotripsy includes the following: if stone cannot be fractured, continued rotation of the handle may cause wire to break. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based in te quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.